Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: a similar device was sent for a material analysis, which determined that the device failed through bidirectional bending and torsional overload in ductile mode with multiple fracture origins. Conclusion: the most likely cause of the reported event is user error: use of wrong instrument as well as the age of the device.

Event description:
It was reported that the surgeon accidentally grabbed the screwdriver instead of the solid 3.5mm hex head to remove a screw and the collet tip broke off into the screw. The broken pieces were removed successfully and there was no consequences to the patient. The surgery was not delayed because the sales rep had the surgical tech hand him the correct driver. The procedure was completed successfully.

Event description:
It was reported that the surgeon accidentally grabbed the screwdriver instead of the solid 3.5mm hex head to remove a screw and the collet tip broke off into the screw. The broken pieces were removed successfully and there was no consequences to the patient. The surgery was not delayed because the sales rep had the surgical tech hand him the correct driver. The procedure was completed successfully.